Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. In this case, images provided of the explanted valve were evaluated. Customer report of high gradient could not be confirmed through image evaluation. Five color images were received. The valve appeared reddish in color due to blood. Host tissue appeared to have formed a ring on the surface of the leaflets on the inflow aspect. Sewing ring appeared to have been cut off and exposed the wireform on the inflow aspect. A definitive root cause for pannus growth could not be conclusively determined at this time. However, there are no indications of a manufacturing defect. The subject device was not returned for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
High gradient can be a result of possible valve related and/or non-valve related issues. The root cause of this event cannot be determined with the available information. The subject device was not returned for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that this patient with a 23mm pericardial aortic valve was showing signs of high gradients after an implant duration of approximately one (1) year and three (3) months.the patient was placed under medical treatments and underwent surgery for aortic valve replacement. At explant, inflow white colored overgrowth was found attached to the sewing ring, which reduced the internal orifice area on the ventricular side, hence elevated gradients. It was noted to be unclear what this is. As per surgeon opinion, endocarditis is unlikely. Redo surgery went well, and a mechanical valve was implanted as replacement.

Manufacturer narrative:
Evaluation summary: customer report of high gradients could not be confirmed due to valve condition as received. Report of pannus was confirmed through observed host tissue overgrowth. As received, valve had a pinkish hue and approximately 13mm x 8mm of leaflet 3 was cut off and fragment was not returned. X-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was minimal on the inflow and outflow aspects. Sewing ring was cut off and was not returned with valve. Cut off sewing ring exposed the wireform around the inflow aspect of the valve. Photos provided by customer were not consistent with lab findings; all three leaflets of the valve were present on the photos provided by customer. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. In this case, a definitive root cause for pannus growth could not be conclusively determined. However, the event was likely due to patient related factors. There are no indications of a manufacturing defect. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.